Event description:
It was reported that an er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon placed the first clip onto the cystic duct. The second clip did not place securely and the third clip misfired, staying inside the jaws of the instrument. This then left the instrument's firing trigger stuck. There was no consequence to the patient.